Manufacturer narrative:
One medfusion 3500 pump was returned for evaluation of the reported event. The pump was received with the top case left front corner cracked. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To test the reported issue, a power up process was performed. The force sensor was also checked and tested. The reported issue could not be duplicated. However, it was noted that the reported issue could have been as a result of normal wear/ calibration drift as the force sensor was found to be out of calibration. The force sensor and plunger cable was replaced and pump passed all functional tests.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a force sensor error. It is unknown if a patient was involved. No adverse effect was noted.

Manufacturer narrative:
H6: patient code updated to reflect code 2645.

Event description:
Additional information was received indicating that there was no patient involvement.